Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "fracture of a long gammanagel after another fall of the patient. Patient had a subtrochanteric fracture 2 months ago, which was treated with a long gamma nail. After another fall, the gamma nail broke at the level of the femoral neck screw.re-operation after nail breakage."

Event description:
As reported: "fracture of a long gammanagel after another fall of the patient. Patient had a subtrochanteric fracture 2 months ago, which was treated with a long gamma nail. After another fall, the gamma nail broke at the level of the femoral neck screw. Re-operation after nail breakage.".

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. It is likely that the fall contributed to the reported event; however without additional documentation (such as medical records, x-rays) or a proper device inspection, it cannot be confirmed. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "fracture of a long gammanagel after another fall of the patient. Patient had a subtrochanteric fracture 2 months ago, which was treated with a long gamma nail. After another fall, the gamma nail broke at the level of the femoral neck screw. Re-operation after nail breakage."

Manufacturer narrative:
Corrections: please refer to sections d9 (the device was retuned) and h6 (method, results and conclusion codes). The reported event could be confirmed, since the nail was returned broken. The device inspection revealed the following: the received nail is broken in the webs of the lag screw hole. The breakage surface exhibits clear signs of a fatigue fracture. Fatigue zones with a smooth surface and progression lines are visible. Material deformation can be seen on the edge of the hole on the distal end (red circle) which most likely had created the starting point of the fracture at lateral. This most probably comes from high compressive load, indicating the nail was exposed to continuous high load over a longer period of time. Altogether, the fracture pattern is characteristic of a fatigue failure. The nail likely fractured progressively due to high tension and loading over time, before ultimately failing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. The reported fall most definitely contributed to the event, as the evaluation of the nail has shown that fatigue caused by high loads did lead to the breakage of the device. If more information is provided, the case will be reassessed.